Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked. During testing, the pump was powered on and the display screen appeared dim and discolored. Unrelated to these issues, the keypad cover was observed to be peeling off at the ok button. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack and a display failure. This report is made based on results of investigation completed on (B)(4) 2014.